Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under , and device 2 is being reported under MDR-2247858-2025-00154. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Postoperative respiratory failure due to extrinsic bronchius compression + infection ae started on (B)(6) 2024. Sae was classed as serious, serious classification as death, medical or surgical intervention was performed to prevent life-threatening illness or injury or permanent impairment to body structure or a body function related to procedure undetermined as related to device not determined as related to pre-existing condition unanticipated event in response to ae thoracotomy and distal descending thoracic aorta bypass to lsa + tevar zonez 0 to 4 carried out plus other intervention bronchoscopy and bronchial stenting attempt". Patient outcome: "outcome of event was death on (B)(6) 2025 end event was death".

Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under MDR-2247858-2025-00153 and device 2 is being reported under MDR-2247858-2025-00154. All relevant device history records (dhrs) for the relay pro nbs (n4) thoracic stent-graft system - device 1 (28-n4-36-154-32s) with final assembly lot# b220825252 and relay pro nbs thoracic stent-graft system - device 2 (28-n4-32-209-28s) with final assembly lot# b220620064, including final assembly (labeling), stent-graft system/packaging, delivery system assembly and stent-graft assembly, were inspected and no discrepancies were found. No discrepancies were noted in the qc inspections performed within the corresponding sub-assembly and final assembly processes. Sterilization records show device 1 received the required sterilization dose on (B)(6) 2022 and device 2 received the required sterilization dose on (B)(6) 2022. There were no nonconformances or reworks in relation to devices 1 and 2. A review of the device history records showed no issues were found during the manufacture of the devices. The source documentation was provided. Pre-operative CT imaging was provided. Post-operative CT imaging was requested on (B)(6) 2025, and (B)(6) 2026; however, it was not provided. The pre-operative CT scan was reviewed. Some calcification was observed throughout the aorta, and tortuosity was observed primarily at the region of the aortic arch. An aortic intramural hematoma (imh) was present within the ascending aorta, proximal to the branch vessels. The source documentation was reviewed. The subject underwent a tevar procedure on (B)(6) 2023, in which two relay pro nbs devices (28-n4-36-154-32s and 28-n4-32-209-28s) were implanted to treat an intramural hematoma. During a follow-up visit on (B)(6) 2024, a type iii endoleak was observed between the two relay pro nbs stent-grafts; however, aneurysm sac enlargement was not reported at that time. On (B)(6) 2024, the subject experienced an adverse event of post-operative respiratory failure due to extrinsic bronchius compression and infection. On (B)(6) 2025, the subject underwent reintervention to treat the type iii endoleak and immense aneurysm sac enlargement in which a thoracotomy was performed, a retrograde bypass was performed from the distal thoracic aorta to the left subclavian artery, and re-lining of the aorta was performed with competitor devices. In addition to the reintervention procedure, bronchoscopy was performed, and a brachial stent attempted to be implanted. On (B)(6) 2025, the patient passed away. Additional information provided on october 02, 2025, via email by (B)(6), clinical study manager, stated, "the reason for using two relay devices instead of one was the length of the disease and an inaccurate proximal deployment making it necessary to extend proximally as far as I know. "The patient developed a type iii endoleak with an immense sac enlargement that led to bronchial compression which lately produced an uncontrollable respiratory distress after the re-do tevar with gore + open surgery, being that the reason for removing respiratory support and thus the patient's death." On october 29, 2025, the following additional information was provided by (B)(6), from the site team, via email: "following the requested information regarding case (B)(4), after a thorough review of the case I must describe what was done in order to clarify the situation. The patient was admitted with the diagnosis of intramural hematoma (imh) affecting the aorta from the ascending aorta proximal to the coronary arteries down to the diaphragm hiatus as you can see in the dicom images I sent to (B)(6) yesterday via wetransfer. The patient underwent hybrid repair on (B)(6) 2023, with an extra-anatomic supra-aortic vessels debranching (right cc to left cc bypass + lcc to lsa bypass) + lcc closure and lsa plug embolization close to its origin. Then an out of IFU tevar from zone 0 just above to the origin of the coronary arteries to proximal to de coeliac artery was performed using 2 relay grafts and performing an "in situ" fenestration of the proximal relay graft to place a gore vbx stent-graft as bridging stent to the brachiocephalic artery. A year an a half later, the patient was admitted to her local hospital due to fever, performing a CT scan where a type iii endoleak was detected. The cause of the fever was a listeria monocitogenes infection, producing respiratory failure and the patient was transferred to the ICU of our hospital for further care. After almost three months of in-hospital ICU admission and care, the patient was transferred from the ICU to a pneumology ward where a new CT scan was performed, showing important aortic arch enlargement due to the type iii endoleak. After considering the situation and risk, with the patient and her family agreement, a rescue intervention was performed on (B)(6) 2025. Through a thoracotomy, a retrograde distal thoracic aorta to lsa bypass was performed and then a complete re-lining of the thoracic aortic tevar was performed using 2 gore c-tag grafts. During the postoperative period the patient developed respiratory failure with impossibility to wean from mechanical ventilation. With the patient's family agreement, support was retired and the patient passed away." Regarding the information provided above, additional follow-up questions were inquired in which the site team provided a response on december 3, 2025, via email: q. Could you please confirm what caused the inaccurate proximal deployment mentioned previously? And which device the inaccurate deployment occurred with? The recent answer does not elaborate on this failure. A. "After speaking with the surgeon responsible for the implant, the first comment regarding inaccurate deployment, that was done by an assisting surgeon and after reviewing the legal operative technique description file, this has been ruled out." Q. Which relay pro nbs was implanted proximally, and in what order were they implanted? Which relay pro was fenestrated for the procedure? A. "The records show that on (B)(6) 2023, three relay grafts were used from zone 4 to zone 0 (36x36x150, 36x36x150 and 32x28x200) starting with the 32x28 graft and ending close to the origin of the coronary arteries with a 36x36 graft that was fenestrated in situ in order to place a bridging stent for the brachiocephalic artery." In regard to the reported failure of type iii endoleak, the device selection was reviewed and compared to the sizing recommendations of the relay pro nbs EU IFU (2844-2304 rev. E). The IFU indicates "the minimum recommended amount of overlap between devices is three overlapping covered stents (approximately 50 mm). Less than this amount of overlap may result in endoleak (with or without component separation)." Without post-operative imaging, the overlap length could not be confirmed. The information provided above indicates that the 32 mm x 28 mm relay pro nbs stent-graft (28-n4-32-209-28s) was implanted distally, then the 36 mm x 32 mm relay pro nbs stent-graft (28-n4-36-154-32s) was implanted proximally. The distal diameter of the proximal stent-graft was 32 mm, and the proximal diameter of the distal stent-graft was also 32 mm. The recommended stent-graft diameter oversizing between two overlapping stent-grafts is 2 mm minimum, as selecting overlapping stent-graft diameters outside of the recommendation may lead to endoleak. It is possible that the undersizing of the stent-graft diameter between the overlapping devices may have caused a type iii endoleak; however, without the evaluation of post-operative CT imaging it could not be confirmed. As per the information provided, the proximal relay pro nbs stent-graft implanted in the procedure underwent "in-situ" fenestration in order to place a gore stent-graft as a bridging stent to the brachiocephalic artery. As per the relay pro nbs EU IFU (2844-2304 rev. E), the fenestration of the standard relay pro nbs is considered to be off-label use. Without post-operative CT scans, it could not be determined whether the manual fenestration of the standard relay pro nbs stent-graft contributed to the type iii endoleak. In conclusion, a review of the device history records showed no issues were found during the manufacture of the devices. With the information provided, the root cause of the reported failure mode of post-operative patient death was respiratory failure due to bronchius compression by the aneurysm sac, and the inability to be removed from mechanical ventilation. With the information provided, the root cause of the reported failure mode of the infection detected post-procedure was listeria monocitogenes, which is not considered device related. With the information provided, the root cause of the reported failure mode of post-implant aortic disease progression was the type iii endoleak feeding the sac. The root cause of the type iii endoleak could not be determined.